Event description:
Second revision surgery the metal-on-metal liner was extracted because patient was suspected to be infected. Cement containing antibiotic was filled in the shell to cure the infection. Rather than replacing the liner, a femoral head was replaced after removal of the original metal liner and head. The surgeon will follow up patient with this treatment for awhile. Metal debris is doubted by the surgeon, who wants to have the bearing surface of the extracted liner and head investigated by djo to learn the degree of wear. The patient had the first revision surgery to change the neck length a week after the primary surgery because of dislocation.

Event description:
2nd revision surgery - the metal-on-metal liner was extracted because patient was suspected to be infected. Cement containing antibiotic was filled in the shell to cure the infection. Rather than replacing the liner, a femoral head was replaced after removal of the original metal liner and head. The surgeon will follow up patient with this treatment for a while. Metal debris is doubted by the surgeon, who wants to have the bearing surface of the extracted liner and head investigated by djo to learn the degree of wear. The patient had the first revision surgery to change the neck length a week after the primary surgery because of dislocation.

Manufacturer narrative:
Contacted by FDA on 14 jun 2016 regarding this error. Type of report that was checked on the initial MDR that was mailed to the FDA on april 5, 2013. Reported as: 1644408-2013-00195 initial MDR, was checked as follow-up #1. Correction/should be: 1644408-2013-00195 should be checked/filed as initial.